Event description:
As reported: after measuring and selecting the device, the web was positioned in the aneurysm sac without incident, and the detachment process began. When inserting the system into the detacher, the green light remained on but alternated with red colors, even after several attempts. The web detachment controller (wdc) was replaced, but the problem persisted. Then, during the web removal, it was evident that only the delivery system had come out of the via 17; the detached web device was located inside the microcatheter. The entire system was replaced, and the procedure was completed successfully. Current patient condition noted as great.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged web detachment issue and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional incident information was received, however device was returned and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
Batch review: a search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device IFU review (additional information can be found in the IFU): potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Investigation conclusion. The investigation of the returned web system found the implant separated from the delivery system, the pusher kinked at the hypotube-to-connector junction, and the heater coil windings stretched. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the damage is consistent with the device experiencing forces exceeding its yield strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.